Event description:
It was reported that during a coronary artery procedure, balloon withdrawal resistance occurred. The lesion being treated was located in the mid left anterior descending (mid lad) artery. The physician predilated the lesion with a 2.5x12mm apex balloon. The physician was treating the lesion with a 2.75x12mm taxus liberte stent. The balloon was inflated to 16 atm for an estimated 5 seconds. The physician quickly went from 16 atm to zero, waited a few moments and then tried to remove the balloon. Slight balloon withdraw resistance occurred. The device was removed intact the guide catheter "fell down slightly" and the physician was able to get balloon out. The device was removed intact. The procedure was completed successfully with this device and the patient was reported in "good" condition.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).